Event description:
It was reported that the patient experienced muscle stimulation during active thaw (ithaw). Patient underwent a renal cryoablation procedure with 4 iceforce and 1 iceforce long needles. During the ithaw step of the procedure, the patient told the nurse that the "thing on their back" was causing him to move. The muscle stimulation stopped immediately when the ithaw feature was turned off. The physician continued the case using passive thaw, and the case was successfully completed with no reported patient injury or further complications. The needle causing the muscle stimulation was not identified, as the physician did not want to cause another shock to the patient whilst trying to identify the individual needle causing the problem.

Manufacturer narrative:
Changes made to: f10: patient code, f10: impact code, g1: MFR site phone, g1: MFR site fax. Device evaluated by MFR: the device was returned for engineering analysis. Investigative testing found the needle met all design specifications, including electrical performance. Disassembly of the device revealed the insulation on the heater wire was damaged under spring during the vendor assembly process, resulting in intermittent current leakage from the point of compromise. Patient spasm occurs when current flows through the patient tissue due to poor needle grounding. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future.

Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.

Event description:
It was reported that the patient experienced muscle stimulation during active thaw (ithaw). Patient underwent a renal cryoablation procedure with 4 iceforce and 1 iceforce long needles. During the ithaw step of the procedure, the patient told the nurse that the "thing on their back" was causing him to move. The muscle stimulation stopped immediately when the ithaw feature was turned off. The physician continued the case using passive thaw, and the case was successfully completed with no reported patient injury or further complications. The needle causing the muscle stimulation was not identified, as the physician did not want to cause another shock to the patient whilst trying to identify the individual needle causing the problem.

Event description:
It was reported that the patient experienced muscle stimulation during active thaw (ithaw). Patient underwent a renal cryoablation procedure with 4 iceforce and 1 iceforce long needles. During the ithaw step of the procedure, the patient told the nurse that the "thing on their back" was causing him to move. The muscle stimulation stopped immediately when the ithaw feature was turned off. The physician continued the case using passive thaw, and the case was successfully completed with no reported patient injury or further complications. The needle causing the muscle stimulation was not identified, as the physician did not want to cause another shock to the patient whilst trying to identify the individual needle causing the problem.